Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during a routine test/service in the biomed department, the t. W. Power supply "broke". The hospital did not report any patient procedure or involvement. It is not known if the product is returning.

Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review is not applicable. The serial number provided could not be validated, however the account rep reported that the serial number is long out of warranty. A review of the certificate of conformity (c of c) is not applicable because the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles. (B)(4).

Event description:
The hospital reported that during a routine test/service in the biomed department, the t. W. Power supply "broke". The hospital did not report any patient procedure or involvement. It is not known if the product is returning.